Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 4 leads (from the same lot) implanted as part of his pns (off label) system. It was reported the patient no longer received adequate pain relief from his scs system. Subsequently, he underwent surgical intervention on (B)(6) 2013 and his system explanted.